Event description:
(B)(4) reported, "stryker cup locking bolt sheared off at insertion during procedure. Noted when in the sterile field. All pieces retrieved. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stop working)".

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were returned or made available for review. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. The reported event regarding crack/fracture involving an unknown bolt was not confirmed.

Event description:
User facility medwatch report # (B)(4) reported, "stryker cup locking bolt sheared off at insertion during procedure. Noted when in the sterile field. All pieces retrieved. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stop working)."